Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 478 mg/dl. The customer stated that the insulin pump had no delivery alarm. The customer was advised to performed the self test and the test was passed. The troubleshooting was declined for the high blood glucose. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.